Event description:
Nurse removed IV catheter only saw hub in hand, no catehter seen in area. Tourniquet applied to area. Stat x-rays and ir studies done, all were negative. Suspect catheter fell to floor and not seen.